Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; programmer functioned as required and passed functional testing. Analysis found the left display latch hasp was broken. (B)(4).

Event description:
It was reported during thresholds, when the pen was removed from the screen, the programmer took too long to return to normal programming. The programmer was returned for repair. No patient complications have been reported as a result of this event.